Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. The trocar was leaking when the 3.5mm needle holder was inserted. Another device was used to complete the case. There was no consequence to the patient. Device will not be released by the customer at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.